Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
As reported to coloplast, though not verified, the patient with this device reportedly experienced dyspareunia, uti, erosion, infection, pain and mild urinary leakage resulting in the removal of the device.